Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd:unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was having a lead revision and during the removal of the old lead it was found to have fractured. Initial fracture was found near to the battery and the second break was as a result of the removal. It is now in 3 parts and the surgeon would like to confirm that all of the lead is present and that there is no possibility of any of the lead still being in the patient. The x-rays taken post op were inconclusive (lateral and a/p). The patient had fallen against a door frame which is believed to have led to the lead fracture near to the battery connection which resulted in loss of efficacy and hence the need to revise. Following removal x-rays were checked to see if all lead removed. They were inconclusive and though a visual check appeared to show no lead remained in the original lead track, x-rays were inconclusive. The patient has a new surescan lead and this is key for the MRI status. The issue was not resolved the time of this report. Relevant medical history was fecal incontinence.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductors were broken in the body of the lead within 10 cm of the connector area. Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: explanted: 2022-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.